Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014. Product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter kink and migration/dislodgement at the catheter tip and proximal segment of the catheter. A dye study was done; the date and results were not reported. The catheter was replaced. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering morphine. It was later reported that the reporter was unsure if the catheter was dislodged, but was kinked per the physician.